Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A revision surgery was requested but, per available information, has not yet been performed. There were no patient complications reported.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which a the existing ipp was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The reservoir was visually and microscopically examined; however, no leaks or damages were found. The reservoir performed within specification. Visual inspection of the cylinders revealed folds in both cylinder bodies. The first cylinder had a leak due to wear at the corner of a fold; therefore, it could not be functionally tested. The second cylinder passed the functional testing performed. The pump was visually and microscopically inspected, not revealing any anomalies. Under the microscope, the three kink resistant tubing (krt) returned were found to be worn down to the filament due to wear against the pump bulb. Based on the information available and analysis results, the leak identified on the cylinder could have caused or contributed to the reported clinical observation of inflation issues; therefore the reported event was confirmed.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). A revision surgery was performed in which a the existing ipp was removed and replaced. There were no patient complications reported.